Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range right atrial (ra) lead impedance measurements due to an incomplete lead-to-device connection. Due to the patient's poor health, no surgical intervention will be performed. No adverse patient effects were reported.